Event description:
The clinic received an alert on home monitoring about rv lead check impedance out of range around 100 ohms and flipping the polarity to unipolar. The patient was brought in and when the polarity was programmed back to bipolar for lead testing the patient went asystole. The polarity was quickly changed back to unipolar which has in-range measurements. The lead remains implanted. 8/23/13 - the lead was capped and replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.